Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient lost their patient programmer (pp) and since then, they now have to charge weekly to maintain their level of pain adjustment. The patient stated they felt the unit may need further adjustments possible through the capabilities of the programmer. Patient stated they believed that it was essential in replacing their programmer to be more aggressive in pain management. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and from a consumer. It was reported that the patient believed the weekly charge was primarily not able to increase the settings, and they were unable to change the settings without the programmer. It was noted that the event was not resolved. No further complications were reported/anticipated.